Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the patient outcome.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. The event outcome is unknown as of this MDR evaluation. The device was not returned for evaluation. However, a DHR review was conducted with no discrepancies noted.

Event description:
It was reported that a profile vortex blue file broke during use; no injury resulted. Treatment is pending to remove the broken portion from the patient's tooth.